Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient¿s revision surgery recovery continued to go well, as of the latest programming session that past week prior to the report the patient was getting amazing coverage, from the middle of the back all the way to the toes. The patient was not pain free, but the pain was greatly reduced. No further details regarding the revision were provided. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.